Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that PICC line had something on the catheter. They had to break sterility to open a new kit. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of foreign material on the catheter was confirmed. The product returned for evaluation was 4fr s/l powerpicc solo catheter. Light usage residues were observed on the sample. White material was adhered to the catheter shaft between the 3cm and 4cm depth markings. Microscopic inspection of the material revealed it to be glossy. The material did not exhibit uniform thickness. Streaks and material flow were observed, which suggested that the material was wiped or streaked onto the catheter. Attempts to scrape or remove the material were unsuccessful. The surface of the material appeared semi-rigid and the material was firmly adhered to the catheter shaft. The foreign material observed was bonded to the catheter shaft, suggesting that it may have been adhesive or another material that cured following deposition on the catheter shaft. Photographs have been forwarded to the manufacturing site for further evaluation. Based on the evaluation performed at the manufacturing site, the white material was identified as the ink used to print markings on the molded joint of the catheter. Therefore, the root cause was determined to be related to device manufacture.

Event description:
It was reported by the customer that PICC line had something on the catheter. They had to break sterility to open a new kit. No other information was provided.